Event description:
Legal counsel for the patient alleges that patient underwent total hip arthroplasty and reports patient allegations revision procedure due to personal injury. Review of additional information received in patient medical records indicates patient underwent left total hip arthroplasty (B)(6) 2007 and right total hip arthroplasty (B)(6) 2008. There has been no reported revision procedure. No further information has been provided to date. This report is based on allegations set forth in plaintiff's complaint and the allegations therein are unverified.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified. This report is number 2 of 2 mdrs filed for the same event (reference 1825034-2013-00986 and 02198).